Manufacturer narrative:
Continuation of d10: product ID a820, serial #: unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated they were trying to connect to the pump and the handset got stuck at 90%. The agent reviewed data and assisted the patient in deleting the data. The patient would call back if they needed further assistance. Additional information received from a patient indicated that they called earlier about the little thing over the telephone thing. The patient stated it was lagging at 90% and then it automatically shut them out. The patient stated the blue and white thing was not connecting to give the medication. The agent was having a very difficult time understanding what the issue was and the patient was talking very fast and it was difficult to keep the patient focused. The agent did not ask event date or health care provider (hcp) due to nature of the call. Initially, the patient was charging the communicator so, they saw no pump response. The patient then connected to the pump without the lag issue and the patient saw they could deliver a bolus. The agent understood the patient tapped on deliver bolus because the patient then saw bolus successful message. The patient asked and the agent reviewed daylight savings and pump time.